Event description:
It was reported that on the day of implant of the rv lead, the patient received six inappropriate shocks, due to oversensing. The day after implant, the impedance was >2500 ohms. During revision of this lead, blood was found inside the electrode. The lead was then capped and replaced. The patient's status was reported as 'good'. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns. Evaluation summary: proximal conductor fracture (overstress); full lead returned and analyzed. Cuts in the overlay tubing align with cuts in anchoring sleeve, indicating explant damage, and the stretched is-1 and fractured proximal conductor at implant would cause the experience reported. Other : it was reported that on the day of implant of the rv lead, the patient received six inappropriate shocks, due to oversensing. The day after implant, the impedance was >2500 ohms. During revision of this lead, blood was found inside the electrode. The lead was then capped and replaced. The patient's status was reported as 'good'. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: operational context contributed to event, impedance, high, oversensing, shock, inappropriate, blood contaminated device.